Manufacturer narrative:
Citation: sosnowski c et al. Hybrid pulmonary artery plication followed by transcatheter pulmonary valve replacement: comparison with surgical pvr. Catheterization and cardiovascular interventions 2016; 88: 804¿810. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding hybrid pulmonary valve replacement (pvr) combining surgical plication of the main pulmonary artery followed by transcatheter pvr. All data were collected from a single center between june 2012 and june 2015. The study population included 21 patients (predominantly male; mean age 31 years), 8 of which were implanted with medtronic melody valve (serial numbers not provided). Among all patients adverse events included: one valve dislodgement and three mild pulmonary regurgitation. The valve dislodgement occurred during removal of delivery catheter system (dcs) following valve deployment where the ¿carrot¿ of the dcs became caught on the valve stent. Vigorous removal efforts resulted in valve movement away from the initial implant site. The valve could not be optimally repositioned, therefore the procedure was converted to surgical pvr. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.